Event description:
The recent download from a (B) (6) male patient revealed several "overvoltage set" and "service code" (31) flags. Support contacted the patient and discussed exchanging the monitor. Support sent a patient services representative (psr) to the patient to replace the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluations of monitor (B) (4) has been completed. The reported problem was confirmed. The cause of the reported problem was that the monitor had defective capacitor bank. The monitor would not have treated if needed. The root cause of the defective capacitor bank is unknown, but is likely random component failure. The monitor will be repaired, retested and restocked. No adverse event resulted from the monitor failure. The patent received a replacement monitor.